Event description:
The yellow piece also melted and got chewed up a bit. The yellow piece has the black side facing distant and it was on a stryker 7 jacob's chuck. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).